Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and found in artemis, the 32100 error was indicating ac hardware current/voltage error channel I_brake1_l pointing to the aca., confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The nit was installed onto an in-house system where the 32100 error was triggered replicating the reported event. The unit was then installed onto an in-house fixture test platform (pftp) where the unit failed the direction test on the yaw, verifying the yaw motor module to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw motor module was found to be the root cause of the reported event. .

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that error 32100 occurred on arm 3 during the preparation for tomorrow's surgery. He performed the recover fault and power cycle, but the error persisted. The fseconfirmed that error 32100 occurred, indicating universal surgical manipulator (usm) 3 aca. The fseadvised him to perform a patient side cart (psc) hard power cycle and emergency power off (epo), but the error still persisted. The procedure had no reported injury.